Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 83-year-old male undergoing coronary artery bypass grafting was implanted with an impella cp device for mechanical circulatory support. The patient experienced hematoma/bleeding. The hematoma was evacuated, and additional sutures were placed. The impella cp device and the dressing were removed and pressure was applied to manage the condition and the bleeding was resolved.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿. This report is being filed as part of a retrospective review of historical records.